Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 579 mg/dl. Reportedly, the customer left their insulin in their car, and it got too hot. The customer was treated with intravenous fluids of saline and insulin to address the elevated bg. The customer was discharged the same day, (B)(6) 2024 with the issue resolved and no permanent damage. Tandem technical support (cts) confirmed the pump is functioning as intended, no additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s instructions for use: insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.